Event description:
Customer checked her blood glucose at 12:00pm on (B)(6), 2012. The result was 560 mg/dl. Customer gave herself 14 units of novolog at 12:00pm. Husband took her to the hospital where she was treated with IV insulin and admitted for one week. Customer uses an animas insulin pump. The animas insulin pump mentioned in this event is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).